Event description:
It was reported that on (B)(6) 2025 the "plastic on syringe was broken inside the kit" and another saline syringe was retrieved.

Manufacturer narrative:
It was reported that on (B)(6) 2025 the "plastic on syringe was broken inside the kit" and another saline syringe was retrieved. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.